Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that evaluation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a blood glucose readings of 45 mg/dl, 180 mg/dl and 178 mg/dl on her blood glucose meter. The difference in the readings was considered to be clinically significant. The meter will be returned for evaluation.